Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to broken keypad traces. Unable to perform the self test and displacement test due to no button response. Unable to verify spi to motor pic communication error alarms or hardware low level failures alarms due to broken keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor current error detected alarm occur five time during basal. Customer's blood glucose value was 13 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that the insulin pump was able to rewind. The customer stated that the insulin pump passed steps in table. The customer states they run self-test and self-test did not pass and hardware low level failures alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.